Event description:
(B)(4). Event occurred in (B)(6). The patient reported that immediately after insertion, his infusion set detached at the quick release while he was connecting the tubing to the site. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. Reportedly, it was the third infusion set from the box with which the patient had issue. The defective and unused sets were replaced. No further information available.